Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed low battery alarm every other day, and the customer was unable to complete the infusion set change. Customer's blood glucose was 44 mg/dl. Customer's blood glucose at time of call was 172 mg/dl. Customer treated her low blood glucose with food. Customer mentioned she had been experiencing low blood glucose for a month. Customer mentioned she had some issue with medication change. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.